Event description:
Customer reports table is not aligned and will not perform x-ray. On 08/13, customer reports the patient procedure was completed. Customer provided no patient or procedural information other than to say, procedure completed. No reported injury.

Manufacturer narrative:
Field service engineer troubleshot the misalignment issue and found the image intensifier's movement tracking potentiometer had a missing mounting bolt. The fse replaced and resecured the mounting bolt and checked out the system function per the hut service manual. Unit passed checkout procedures and was returned to full service by the customer.